Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 04/10/2016 to report that on (B)(6) 2016, patient's receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed. The share log was reviewed and it contained nothing related to customer complaint. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.